Event description:
A laparoscopic cholecystectomy was being performed when staff opened the auto hem-o-lock in the surgical field. When attempting to use the device, it was noted that the clips were not loading properly. It was reported that the clips were just falling out of the device, but not engaging and loading. This caused the device to misfire. Staff then removed the item from the sterile field and another (non-automatic) hem-o-lock device was opened. The case proceeded as planned with the non-automatic hem-o-lock device. The device will be returned to the manufacturer for failure analysis.